Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer blood glucose was 431 mg/dl. Customer reported that their diabetes trainer believes their insulin pump should be set to 4 hours and their doctor believes it should be set to 2 hours in regard to the active insulin time. Customer believes the conflicting active insulin time given by their diabetes trainer and doctor have resulted in their high blood glucose levels. Customer was advised that incorrectly setting the active insulin time can result in high blood glucose levels. Customer was advised to call their health care provider to input the proper active insulin time. Customer called back and advised that their health care provider advised them that the settings on the device were incorrect and this is why they were experiencing high blood glucose levels.